Event description:
In 2009 the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter was displaying the battery indicator symbol. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On the same day at 5:45 pm, the patient noted the reported meter was displaying the battery indicator symbol; he did not obtain a blood glucose reading. Following the use of the meter, the patient exercised. Ten minutes later, the patient experienced the symptom of blurred vision; he did not seek any medical attention or treatment. Troubleshooting revealed the patient had not replaced the meter's battery as recommended by the manufacturer. The issue was not resolved, as the patent did not have a new replacement battery available. The meter, test strips and control solution were replaced. The patient had not replaced the meter's battery as recommended. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the meter issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.